Event description:
A malfunction alarm 20 was reported during the pumping process. The customer's blood glucose level was not adversely affected and remained below 500 mg/dl (27.7 mmol/l). Tandem technical support attempted to assist the customer in loading a new cartridge, but the alarm persisted, and the customer could not resume insulin therapy. Consequently, it was decided that a replacement pump would be provided to the customer.